Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d2b, d4: updated e1: updated g1: updated h3, h6: investigation summary the device was not returned to customer quality. Customer quality completed the investigation with documents provided by synthes product development. A review of the patient specific case file (case number: tcmf-2179152; account number: 7104620) showed that a peek implant was requested by the surgeon on their synthes patient specific implant request for quote form (reference pi attachment "rfq_kimball_pollock"). The peek implant (part number: sd800.540; lot number: 10l6977) was subsequently designed by synthes and approved by the surgeon (reference pi attachment "us_surgeon_approval_letter_docx(5)" (windchill document: 500288381, version 1.17); pi attachment "apvl kimball pollock"). The complaint was not confirmed after review of the relevant documents. Conclusion the complaint was not confirmed during investigation. No design or manufacturing issues were identified during investigation. It was confirmed that synthes designed and manufactured the appropriate device per the surgeon's request. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot part number: sd800.540-us lot number: 10l6977 part manufacture date: 06/18/2019 manufacturing location: brandywine part expiration date: n/a nonconformance noted: n/a a review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the peek psi implant was processed through the normal manufacturing, finishing, inspection, and packaging operations. The product lot met all manufacturing, finishing, inspection, and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device history review the product met all manufacturing, finishing, inspection, and packaging criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown psi implants/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, a wrong implant was provided to the customer. The issue started when the health professional ordered a titanium patient specific implant (psi). However, the item that was provided was a peek implant. The health professional had made the determination to go through with the surgery using the peek implant. It was mentioned that a revision procedure is likely to be perform. It is unknown if there was an adverse event due to the reported issue. This complaint involves an unknown number of devices. This is report 1 of 1 for complaint (B)(4).